Event description:
According to the distributor's report; several children returned to the the emergency room within 24 hours after laceration repair, because they had picked off the adhesive. No further info could be obtained.